Event description:
The customer stated that she noticed a decimal point in her blood glucose readings. It was verified the meter was set in mmol/l, and this was explained to the customer. The customer had adjusted her medication based on the mmol/l readings, but no adverse events were alleged. She was able to reset the meter to mg/dl, and no product will be returned.